Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500,510k # k082728 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylosis and underwent posterior cervical spinal fusion. During the surgery, the hex part of the mas crosslink set screw was broken.the mas crosslink locking screw was fixed provisionally, and when the doctor attempted to provisionally fix the other side in the same way, the hex part of the reported product was broken. Therefore, it was installed on the contralateral side at c4, but it was broken as well no fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.